Manufacturer narrative:
Investigation findings: the arthroscopy scissor was returned for investigation with a portion of the cutter detached. The detached portion was not returned. A visual examination found that the cutter was damaged, casuing the cutter to catch and not close properly. Conmed linvatec records show that this device was purchased in march 2000 and has no repair history.

Event description:
It was reported that during use of this instrument in a total knee procedure, a piece of the tip broke off in the patient's joint . The broken portion was retrieved and no additional treatment was needed. There was no injury associated with this event and it was reported that patient is doing fine.